Event description:
It was reported that during a ptca procedure, the maverick otw balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the lad. No pt injuries or complications were reported.